Manufacturer narrative:
Investigation summary visual inspection: the spindle for evolution (p/n: 03.825.002, lot number: h264479) was received at us cq. Upon visual inspection, the weld holding the knob to the spindle has broken. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the weld between the knob and the spindle components is broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part # 03.825.002, synthes lot # h264479, supplier lot # h264479, release to warehouse date: 15 jun 2017, supplier: (B)(4) was generated for document label reconciliation, quantity label printed must equal final quantity. This non-conformance is not relevant to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on february 28, 2020, a spindle for evolution has broken weld. Issue was found at loaners department. There was no patient involvement. This is report 1 of 1 (B)(4).